Manufacturer narrative:
These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was unable to be confirmed based on available information.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text: not returned.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where two devices (pascal precision ace) were implanted. Patient had a late slda detected 3 months after the procedure. As the patient was symptomatic, this led to the detection. Patient needs to receive surgery. The grade of regurgitation at baseline was 4 and after the procedure was 1. At the time of the slda, the regurgitation was 4.